Event description:
The device was used during a herniorraphy procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The product was evaluated and found to have a disengaged handle spring preventing the handle from returned after being compressed. The exact cause of this condition could not be reliably determined.